Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, and displacement tests. However, the pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. No rewind anomaly was noted. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.